Event description:
Malfunction: system shut down during procedure. The customer reported that during a procedure, the system shut down and displayed a system message. The problem occurred while in the core vitrectomy mode. The infusion line was clamped off and the system was rebooted. The case was delayed by about five to seven minutes while the system was rebooted and reprimed. The case was completed with no patient impact or harm. The system was used for the remainder of the day with no further issues.

Manufacturer narrative:
No samples have been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).